Event description:
Epidural catheter inserted by attending anesthesiologist. Catheter tip not present on removal - approx 6.7 cm of the catheter was missing. No injury to pt. No retained foreign body. Catheter tip not recovered. Epidural catheter discarded.